Event description:
Customer reported issues with the insulin pump. Customer states that the blood glucose readings were off. The insulin pump stated that the blood glucose reading was 54 mg/dl but it was actually 126 mg/dl. Customer also states that the insulin pump alarmed and went to threshold suspend. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.